Event description:
It was reported that during the initiation of training/therapy of the life 2000 device, the patient experienced oxygen desaturation to 84%spo2. It is noted that "no injury" occurred with this event, medical intervention was not required, and the patient¿s "oxygen saturation recovered." This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that during the initiation of training/therapy of the life 2000 device, the patient experienced oxygen desaturation to 84%spo2. It is noted that "no injury" occurred with this event, medical intervention was not required, and the patient¿s "oxygen saturation recovered." This patient is a 76-year-old oxygen-dependent female with a history of pulmonary fibrosis (unknown etiology), chronic respiratory failure with hypoxemia, arterial blood gases compensated-chronic respiratory acidosis, chf, anemia, a-fib, aortic valve replacement, mi, CABG, permanent pacemaker, and chronic kidney disease. At the time of the event, the life 2000 device was being used in conjunction with the patient¿s third-party- vendor invacare platinum 10 oxygen concentrator with 6-8l o2 bleed-in. During attempted titrations of the life 2000 device, there was a noted discrepancy between the patient¿s own breath rate and the breath rate registered on the life 2000 device. Troubleshooting and additional titration of device settings were attempted, however, device readings and therapy tolerance remained questionable. It was also noted that the patient appeared to trigger the device ventilator but was not registering on the ventilator. The patient was removed from the life 2000 device and returned to her already-prescribed oxygen/concentrator via nasal cannula. The life 2000 and all its components/accessories were retained for inspection by hillrom. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, it was reported that no injury occurred. The reported desaturation was temporary, there was no report of permanent impairment and medical intervention was not required aside from the patient's already prescribed oxygen via nasal cannula. Decreased oxygen saturation may occur in individuals with underlying lung disease and cannot be only attributed to the use of the life 2000 device. This patient had multiple chronic pulmonary conditions as previously noted. It is unknown at this time whether the patient's decreased oxygen saturation level is related to her underlying pathology, initiation of life 2000 therapy, or use of the device due to pending inspection of the device and its components, therefore a malfunction cannot be ruled out. At present hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor invacare concentrator is likely to lead to a serious injury if the event were to recur. However, if the report of oxygen desaturation occurring during the time of initiation of therapy were to recur. It is unlikely to result in serious injury as the patient is under continuous monitoring/supervision by a healthcare clinician for tolerance of therapy as well as the device to ensure functionality and or compatibility with accessory devices. Based on this information, no further action is required.